Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed

Event description:
Related manufacturer report number 2916596-2021-04206. It was reported that the patient experienced low voltage advisories after changing to fully charged batteries. The patient's battery clips were changed and no bent pins were noted on the clips or their connectors. A log file analysis captured intermittent indications of a weak connection between the batteries and clips. The patient's system controllers were changed from software version (B)(4) due to the low voltage advisories. The battery clips were cleaned with alcohol wipes and they kept having low voltage advisories. The additional log file analysis captured low power advisories on (B)(6) 2021 at 12:35 pm and 2:04 pm. These appeared to be intermittent and only occurring on batteries. Multiple pulsatility index (pi) events were occurring on (B)(6) 2921 at 10:58 am to (B)(6) 2021 at 2:32 pm. The healthcare professional stated that the alarms had now been occurring on 6 different battery clips, some from the hospital and others that were patient owned. An additional set of log files submitted on 26jul2021 showed a few odd power cable disconnects were also observed while on battery power. The patient stated that on occasion the alarms were heard when they were switching power sources and did not connect to power in time, but denied that it was for any prolonged period of time.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of low voltage alarms and power cable disconnect alarms were confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(6)) was returned for analysis, a log file was downloaded for review, and a log file was submitted for review as well. The log files contained overlapping events spanning approximately 7 days ((B)(6) 2021, per timestamp). Events occurring on (B)(6) 2021 are from product testing at abbott. On (B)(6) 2021 at 9:22:45, 9:41:18, 9:41:30, 9:41:32, 9:49:31, 10:12:53, 10:18:51, 10:19:10, 10:19:15, 11:51:59, 19:44:06 there were atypical low voltage alarms on the white power cable while connected to 14v battery power in which the rsoc voltage would briefly decrease then return to the previously recorded value. These alarms all cleared on their own. On (B)(6) 2021 from 17:36:52 - 19:42:20 and at 21:45:40 there were multiple intermittent atypical power cable disconnect alarms on the white power cable while connected to 14v battery power that activated along with rsoc invalid faults. These alarms cleared on their own. There were no other notable events in the log file. Pump operation was not affected. The heartmate 3 system controller was tested and passed all stages of testing. The system controller was able to operate on a mock loop for an extended duration with no issue. The reported alarms were not reproduced. The root cause of the reported events were unable to be determined in this analysis the device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including low voltage and power cable disconnect alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.